Event description:
A biomed at the user facility contacted carefusion technical support to report a user interface module with a blank screen. No pt involvement. The biomed requested that the user interface module be repaired. Carefusion technical support issued a return goods authorization (rga) number to the customer for the return of the alleged faulty user interface module (uim) for eval.

Manufacturer narrative:
(B)(4). The alleged faulty user interface module was received by carefusion service dept on (B)(6) 2015. The service dept evaluated the device, and were able to duplicate the reported issue: when the user interface module was powered on, the screen remained blank. They also found that they were unable to reload the software, because the device would not initiate the software loading process. The user interface module was disassembled, and visually inspected, no loose connections were found. The control printed circuit board was isolated as the root cause of the reported event. The control printed circuit board was replaced and software was downloaded. Operation tests were ran, to assure that the device was performing according to MFR specifications before it was returned to the customer.